Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented to the emergency room after receiving a vibratory alert. The right ventricular lead exhibited noise. The lead was capped and replaced.